Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient struck and penetrated the scan window during a CT scan; sustaining a scrape. While the injury was minor, penetration of the scan window during scanning could result in a serious injury. Serious injury is not likely since the scan window itself is designed to distance the patient from rotating parts while affording diagnostic image quality.

Manufacturer narrative:
The scanwindow was inspected by CT mechanical engineering. It had damage at the seam portion of the scanwindow; consistent with having been pushed inward. It is concluded that the revolving collimator contacted the window at that point, since a plastic cover of the collimator was also damaged. A sharp edge on the seam was made by this patient contact, which resulted in the injury on the patient elbow. No other defect was found on the scanwindow. The window was manufactured according to design specifications. The scan window meets iec60601-1 ed2 requirement ( 45n push test , 0.5j impact test) with exemption to ed3. The applied mitigations, including compliance to design safety standards, are effective and reduce the risk to as low as reasonably practical. The root cause was determined to be unintended user error, i.e. The operator did not properly position the patient securely for the procedure. The user manual provides instructions on appropriate patient positioning.